Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they received a negative result initially. Right after test completion, they would see a line on the cartridge that they thought was a positive line and re-inserted the cartridge on another analyzer. Upon re-inserting, they received a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. It is not recommended to re-insert a cartridge once it has been read. If there is a retest desired, it is advised to recollect the sample and test on a new cartridge. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample resulted as strep a negative from a veritor analyzer. The user visually read the test cartridge and questioned the negative result due to a line observed, which the user thought indicated a positive result. The same test cartridge was then reran on a different veritor analyzer and a strep a positive result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) patient sample resulted as strep a negative from a veritor analyzer. The user visually read the test cartridge and questioned the negative result due to a line observed, which the user thought indicated a positive result. The same test cartridge was then reran on a different veritor analyzer and a strep a positive result was obtained. There were no health impact or consequences reported.